Manufacturer narrative:
Device is combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. During preparation of a 4.00 x 12 synergy¿ stent, a deformation was noted when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.